Manufacturer narrative:
(B)(4). Evaluation summary: the analysis result for the el5ml instrument (a) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. The analysis results confirmed that one el5ml device (b) was received in good visual condition. The instrument was cycled and upon the first firing, the advancer bypassed the clip causing one malformed clip, the subsequent firings resulted in 5 conforming clips. The instrument locked out as intended. No jamming issues were noted during functional testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a procedure, two clip appliers jammed. No pt consequence reported. The devices will be returned.